Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power plug was found to be loose and the system interface board was inoperative. Repaired power connection and replaced the circuit board. The system was tested and found to be working as intended and placed back into service.

Event description:
During a procedure, the system 6800 locked up. No indication as to whether the unit could be rebooted. There was a pt, but there was no adverse pt involvement reported. No other pt information was reported.